Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evalute it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called lifescan on 12/02/2004 and alleged that his meter was reading inaccurately erratic. The pt reported results of 38, 251, 231, 192, and 251 mg/dl. The tests were performed within 10 minutes and the comparison falls outside of the 20% specifications. However, the pt also reported that the test strips were damaged (no specifics as to how they were damaged). The patient ate and drank after testing, but he did not receive any medical attention. The tenchniques for applying the blood to the test strip and for cleaning the puncture site were correct. Based on the information provided, there is evidence of a test strip malfunction; however, there is no evidence of the meter contributing to a serious injury. A replacement meter and testing supplies are being sent to the patient.